Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 500 mg/dl. Customer experienced diabetic ketoacidosis, vomiting, high lactic acid, they passed out and treated their high blood glucose levels via insulin drip and insulin pump. Customer's current blood glucose level was 361 mg/dl. Customer advised they went to the hospital on (B)(6) 2018 at 12:00 am. The insulin pump will not be returned for analysis.